Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Alleged failure: noticed black hair inside package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be incorrect or inadequate packaging, or improper cleaning. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in the sterile packaging.